Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericarditis, dyspnea on exertion, and abdominal bloating could not be conclusively determined.

Event description:
Following the procedure, a diagnosis of pericarditis was given. The patient reported chest pain, however no intervention was given. The pericarditis was noted to not be a pre-existing condition. The diagnosis was made via symptoms, and despite conducting an echocardiogram and electrocardiogram, only the subjective finding of chest pain was noted. The patient's pericarditis has since been resolved with no further issues. It was also noted that the patient experienced severe dyspnea on exertion and abdominal bloating. The patient is currently stable and the cause of this has not been determined. The patient was noted to stop taking their omeprazole, which could have potentially caused the volume overload. There were no performance issues with any abbott products.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a procedure, the diagnosis of pericarditis was given. One day post procedure the patient complained of chest pain. The diagnosis of pericarditis was given based on clinical symptoms and the patient was treated with ibuprofen. Over the following week the patient was noted to have volume overload, dyspnea on exertion, and weight gain, so a diuretic was started. There were no performance issues with any abbott device during the procedure.